Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was around 459-460 mg/dl and displayed as high. Customer used an alternate insulin pump to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.